Event description:
Doctor performed a total knee procedure on the patient utilizing a stryker navigation system. The patient later developed a femoral fracture, which the doctor alleges the stryker navigation pins may have contributed to. The surgeon treated the fracture by placing plates on each side and pinning them together.

Manufacturer narrative:
Product not returned. No conclusion can be drawn.